Event description:
On (B)(6) 2018, the patient underwent an endovascular treatment of an abdominal aortic aneurysm, the right common iliac artery aneurysm and the left common iliac artery aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component (rlt261218j/18473932) was implanted. On (B)(6) 2022, a proximal type I endoleak was observed. On (B)(6) 2022, a reintervention was performed to treat the proximal type I endoleak. An aortic extender endoprosthesis (pla280300j) was implanted proximally, and a touch-up ballooning was performed strongly by non-gore balloon catheter because the lesser curvature side of the proximal end of the pla280300j did not have sufficient apposition to the vessel wall. It is not sure whether the balloon was inside the stent graft, or a part of the balloon was outside of the stent graft when the balloon was inflated. Reportedly, the patient complained of pain when this touch-up ballooning was performed. Then, an additional aortic extender endoprosthesis (pla320400j) was implanted proximally, and touch-up ballooning was performed. The proximal endoleak was resolved. A final angiography revealed a dissection at above the aortic extender endoprosthesis. The physician decided to monitor the dissection. After the procedure, the intra-operative dsa was evaluated, and it was confirmed that the dissection was observed after the pla280300j was implanted and when the touch-up ballooning was performed.

Manufacturer narrative:
Corrected manufacturing site under section: contact office: manufacturing site.

Manufacturer narrative:
Contact office: manufacturing site; corrected manufacturing site information. G1: corrected manufacturing site phone number.

Manufacturer narrative:
D3: corrected manufacturing plant address information.